Event description:
Boston scientific received information that this subcutaneous array was part of a system revision due to infection. At that time this lead was reported to be partially extracted and the remainder capped and abandoned. Additional information was received several months later indicating this patient's infection had recurred. It was also reported that this lead was damaged during the original extraction procedure leaving approximately three quarters of the lead abandoned in the patient that was extracted following recurrence of their infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.